Event description:
Material#:305106 batch#:3055903. It was reported by customer that bad needles. Cannot use. They aren¿t pushing meds through the needle and popping off syringes during injections. Injuries or adverse event: no. Item: 305106. Quantity affected: 10 boxes. Serial/lot number: (B)(6). Po : (B)(6). Are any samples available for return? Yes

Manufacturer narrative:
(B)(6): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a140901 - complete blockage.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. Material#: 305106. Batch#: 3055903. It was reported by customer that bad needles. Cannot use. Add'l information: they aren¿t pushing meds through the needle and popping off syringes during injections. Verbatim: reported issue: bad needles. Cannot use. Injuries or adverse event: no. Item: 305106. Quantity affected: (B)(4). Serial/lot number: (B)(6). (B)(6). Are any samples available for return? Yes.